Manufacturer narrative:
Left suspect device was received on november 30, 2020 ruptured. Therefore mentor identified the left side with the issue. Device evaluation completed on december 18, 2020: during the visual evaluation, the device was observed to be ruptured. Additionally, an anomaly within the rupture was observed consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 24, 2020 mentor received additional information indicating that the grade of capsular contracture is ii. Serial number of replacement left device is (B)(6) and the right side is sn#: (B)(6) ". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown capsular contracture, and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 650cc mentor memorygel, silicone breast implant experienced right sided baker¿s unknown capsular contracture, and rupture post procedure. The patient specified that her breast feels hard. An MRI examination taken on october 2020 showed rupture. As a result patient underwent bilateral replacements with cat#: 3506501bc, and unknown serial number for both left and right prosthesis on (B)(6) 2020.